Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported there was a clamp tubing alarm. Upon restart, pump alarms no disposable pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run. There was no patient injury reported. It was reported there was a clamp tubing alarm for the second time. Upon restart, pump alarms no disposable pump won?t run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run. There was no patient injury reported. It was reported for a third time that there was a no disposable clamp tubing alarm. Upon restart, pump alarms no disposable pump won?t run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run. There was no patient injury reported.